Event description:
It was reported that post-paced t-wave oversensing (pptwos) was noted on the implantable cardioverter defibrillator (ICD). The oversensing resulted in pacing inhibition. Programming changes were discussed, no intervention was reported, and the patient will continue to be monitored. The patient condition was stable.